Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover was analyzed, and the complaint was not confirmed by failure analysis. The reported issue with the accessory could not be replicated nor confirmed. The mcs tip cover was installed on another mcs instrument without issue using a tip cover tool. The mcs tip cover was not loose, nor did it move while attached on the tube extension of the mcs. The instrument with the mcs tip cover was driven and no interference or issues occurred. The mcs tip cover did not fall off or show any signs of sliding up and down the tube extension of the mcs instrument. The mcs tip cover tool was used to remove the mcs tip cover off the instrument.

Manufacturer narrative:
An RMA was issued to evaluate the monopolar curved scissors tip cover accessory. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cover accessory fell into the patient and was retrieved during the same procedure. The procedure was completed with no reported injury.